Event description:
A malfunction alarm was reported, indicated by the display of malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if the malfunction code reappeared.